Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was an air leak. Visual evaluation of the returned sample noted one arcticgel neonatal pad with original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for all the pads noted no kinks present. Upon further investigation during functional testing, the tubing was found to be severed beneath the tubing jacket. Hydrogel was intact with pad and not separated. The reported issue could not be evaluated through a visual evaluation alone, so a functional evaluation was required. The pad was tested. The device readings fluctuated during testing, with the sound of air intake coming from the tubing. Functional testing could not be completed, as upon further investigation the tubing was found to be severed beneath the tubing jacket. The tubing had been connected with tape but detached upon discovery. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were trying to start therapy on a patient. The arctic sun device was alarming 01 patient line open. They tried disconnecting and reconnecting the pads and then rebooting the device. Current water flow rate (wfr) was 0. Confirmed they were using a neonatal pad and a universal pad. Had nurse stop therapy, empty the pads, and disconnect the pads. Walked nurse through placing device in manual control. Without pads water flow rate (wfr) was 1.9 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 51 percentage, system hours were 8,376, and pump hours were 7,424. Had nurse connect neonatal pad, water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was -0.7psi, and circulation pump command (cpc) was 100 percentage. Nurse confirmed pad connection clicked in, tubing was straight. Had nurse disconnect pad and try connecting to another port, water flow rate (wfr) was 1.2 l/min, inlet pressure (ip) was -0.6psi, and circulation pump command (cpc) was 100 percentage. Nurse might be hearing a hissing sound coming from the pad. Had nurse disconnect neonatal pad and connect the universal pad, water flow rate (wfr) was 0.8 l/min, inlet pressure (ip) was -7.8psi, and circulation pump command (cpc) was 54 percentage. Nurse replaced neonatal pad and connected new pad, water flow rate (wfr) was 2.8 l/min, inlet pressure (ip) was -9.5psi, and circulation pump command (cpc) was 52 percentage. Disabled manual control and resumed therapy, after a few minutes water flow rate (wfr) was 2 l/min. Informed nurse to hold onto the first neonatal pad for our field assurance team, lot# ngjvy601. Encouraged nurse to call with any issues. Per follow up information received via task on 12feb2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.

Event description:
It was reported that the nurse stated that they were trying to start therapy on a patient. The arctic sun device was alarming 01 patient line open. They tried disconnecting and reconnecting the pads and then rebooting the device. Current water flow rate (wfr) was 0. Confirmed they were using a neonatal pad and a universal pad. Had nurse stop therapy, empty the pads, and disconnect the pads. Walked nurse through placing device in manual control. Without pads water flow rate (wfr) was 1.9 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 51 percentage, system hours were 8,376, and pump hours were 7,424. Had nurse connect neonatal pad, water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was -0.7psi, and circulation pump command (cpc) was 100 percentage. Nurse confirmed pad connection clicked in; tubing was straight. Had nurse disconnect pad and try connecting to another port, water flow rate (wfr) was 1.2 l/min, inlet pressure (ip) was -0.6psi, and circulation pump command (cpc) was 100 percentage. Nurse might be hearing a hissing sound coming from the pad. Had nurse disconnect neonatal pad and connect the universal pad, water flow rate (wfr) was 0.8 l/min, inlet pressure (ip) was -7.8psi, and circulation pump command (cpc) was 54 percentage. Nurse replaced neonatal pad and connected new pad, water flow rate (wfr) was 2.8 l/min, inlet pressure (ip) was -9.5psi, and circulation pump command (cpc) was 52 percentage. Disabled manual control and resumed therapy, after a few minutes water flow rate (wfr) was 2 l/min. Informed nurse to hold onto the first neonatal pad for our field assurance team, lot# ngjvy601. Encouraged nurse to call with any issues.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.